Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in-clinic due to hearing an alert from the device. An interrogation of the device shows an alert for high/undefined defibrillation impedance on the right ventricular (rv) lead coil. The rv coil was found to have varying impedance with impedance spikes. A lead fracture was suspected. The lead is planned to be replaced, however currently remains in use. No patient complications have been reported as a result of this event.